Event description:
It was reported that the lead had no capture at maximum outputs. The configuration of the lead was changed and capture was restored. The lead remains in use. There were no reported patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.